Manufacturer narrative:
(B)(4). Eval, results: (moderately tortuous and severely calcified vessels), (talent converter attempted to be used as the main device). Conclusion: (moderately tortuous and severely calcified vessels), (talent converter attempted to be used as the main device).

Event description:
A talent converter abdominal stent graft system was inserted in a pt for the endovascular treatment of a 3.8 cm iliac aneurysm. The vessels were moderately tortuous and severely calcified. It was reported that the device could not be advanced to the intended landing zone and when it was removed from the pt ,there was a kink in the delivery catheter. The physician angioplastied the iliac limb and attempted with a second device and the same thing happened (see MFR 2953200-2010-01173). The device could not be advanced to the intended landing zone and it was removed from the pt and there was a kink in the device. The pt was treated with an iliac limb. The pt will be monitored. No additional clinical sequelae were reported, and the pt is fine. The device was not returned.